Event description:
It was reported that the customer required hospital assistance to treat an elevated blood glucose level (value not provided). Reportedly, the customer experienced nausea, vomiting and diabetic ketoacidosis. Reportedly, the customer was released from the hospital on (B)(6) 2026 with the issue resolved. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.